Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Possible causes for a broken handle include, but are not limited to, excessive force applied to device, insufficient packaging, and material deficiency. In this case, the device was not returned so the damage could not be characterized further. With no further understanding of the type of damage the handle experienced, no definitive cause can be determined. A review of the finished device lot history records revealed no nonconforming material records for this lot. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for this lot. Per the instructions for use, the absolute pro .035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree. In this case, the device was used in the superficial femoral artery. There is no indication that this use in un-indicated anatomy led to the break in the handle.

Event description:
It was reported that during the procedure in the superficial femoral artery, the absolute pro stent system was flushed and backloaded onto the guide wire. The physician noted that the handle was broken, but not in two pieces. The device was removed from the guide wire and a non abbott stent was used instead. There was no significant clinical delay in the procedure and no adverse patient effect. The stent system did not enter the patient anatomy. Though requested, no additional information was provided.